Event description:
According to a center for laboratory health standards and quality, MFR's qc policy for their portable clinical analyzers is not in compliance with clia 88 for blood gas analysis. The electric stimulator does not meet the specialty qc requirement in section 493.1245 for blood gases. Rptr states MFR must immediately inform all current system users that their qc policy dated 2/9/96 is in direct violation of clia 88 regulations and should send out a revised qc policy as soon as possible.